Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the peeling of the snake tube coating and the worn/shaved forceps plug nozzle was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope's image guide-snake tube had coating peeling over 1mm² and the forceps plug nozzle was worn/shaved. There were no reports of patient involvement.